Event description:
It was reported that a 25mm valve was explanted after eight years, ten months due to calcification, leaflet immobility, and critical prosthetic mitral valve stenosis. It was believed that a needle had been passed through a leaflet. One of the leaflets appeared to have a repair stitch within the valve but this could have been a hemorrhagic calcification. The patient was discharged home on pod #7. Per received records, the patient underwent a 3rd time redo mvr with a 31mm non-edwards valve, tricuspid repair with a 32mm ring, and CABG x2. Examination of the explanted valve revealed significant calcification and immobility of two of the leaflets. One of the leaflets appeared to have a repair stitch within the valve but this could have been a hemorrhagic calcification. Postoperative biventricular function was intact with normal functioning of the mitral valve prosthesis with a mean transvalvular gradient of less than 4 mmhg. There was trivial tricuspid insufficiency and no perivalvular leak. The patient was returned to the intensive care unit. The patient was discharged home on pod #7.

Manufacturer narrative:
H3. Device evaluation: customer report that "a needle had been passed through a leaflet" could not be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­12mm on leaflet 1 at the outflow aspect. The free margin of leaflet 1 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 2 had a 3mm non-transmural tear on the outflow aspect near commissure 3. Hematomas were observed on the surfaces of leaflets 1 and 3 on the outflow aspect. Sewing ring was cut in multiple areas around the valve. Sutures remained attached to the sewing ring around leaflets 1 and 2. H10. Additional manufacturer narrative: updated sections b5, b7, d1, d4, f10, g5, h3, h4, and h6. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that an edwards mitral valve was explanted after unknown implant duration because a needle had been passed through a leaflet. The patient underwent a 3rd time redo mvr with a 31mm non-edwards valve, tricuspid repair with a 32mm ring, and CABG x2.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer reports of calcification, leaflet immobility, and stenosis were confirmed through observed calcification and host tissue overgrowth. Reports that "a needle had been passed through a leaflet" and of a "repair stitch" could not be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­12mm on leaflet 1 at the outflow aspect. The free margin of leaflet 1 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 2 had a 3mm non-transmural tear on the outflow aspect near commissure 3. Hematomas were observed on the surfaces of leaflets 1 and 3 on the outflow aspect. Sewing ring was cut in multiple areas around the valve. Sutures remained attached to the sewing ring around leaflets 1 and 2.